Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure 2 in.pact admiral balloons were used to treat the left superficial femoral proximal, superficial femoral distal, popliteal 1 segment. An in.pact 018 balloon was later used to treat the left superficial femoral proximal, superficial femoral middle, superficial femoral distal, popliteal 1 segment. Approximately 14 months post index procedure patient suffered occlusion of distal arteria poplitea left (target leg). Patient came due to pain and cold leg left, occlusion of distal arteria poplitea left (target leg) was seen in duplex ultrasound. Percutaneous transluminal angioplasty was planned. Percutaneous transluminal angioplasty of distal arteria poplitea done with plain old balloon angioplasty and thrombectomy. The event was also treated with medication. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.